Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified through evidence of system error 345 alarms in the event history log. The system error was unable to be reproduced during evaluation. The device was found out of specification and the cause was determined to be a failed upstream sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unknown system error alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.